Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent implantation of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for the filter placement was due to the patient having developed dvt of the right lower extremity with significant swelling and severe pain of the leg. It is noted that there was concern for the phlegmasia syndrome. During the filter implantation procedure, the filter was deployed below the renal veins. The vena cavagram was performed showed perfect filter positioning and orientation. The patient tolerated the procedure well. The patient was administered a scan, and the optease filter was deemed to be adjacent to the right l2 vertebral body. The scan suggests that the patient¿s device had malfunctioned and had migrated from the site of implantation. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. According to the information received in the patient profile from (ppf), the patient also reports to be suffering from pain and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease vena cava filter for the of treatment of recurrent deep vein thrombosis (dvt). The patient was administered a scan, and the optease filter was deemed to be adjacent to the right l2 vertebral body. The scan suggests that the patient¿s device had malfunctioned and had migrated from the site of implantation. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered injuries, possible permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. According to the information received per the medical records, the indication for the filter placement was due to the patient having developed dvt of the right lower extremity with significant swelling and severe pain of the leg. It is noted that there was concern for the phlegmasia syndrome. During the filter implantation procedure, the filter was deployed below the renal veins. The vena cavagram was performed showed perfect filter positioning and orientation. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient also reports to be suffering from pain and anxiety.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant an optease tm retrieval vena cava filter (¿optease filter¿) for the of treatment of recurrent deep vein thrombosis (dvt). Approximately one year later, the patient was administered a scan. The optease filter was deemed to be adjacent to the right l2 vertebral body. The scan suggests that the patient¿s device had malfunctioned and had migrated from the site of implantation. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered injuries, possible permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient on or about (B)(6) 2014, underwent a surgical procedure to implant an optease tm retrieval vena cava filter (¿optease filter¿) for the of treatment of recurrent deep vein thrombosis (dvt). On or about (B)(6) 2015, the patient was administered a scan. The optease filter was deemed to be adjacent to the right l2 vertebral body. The scan suggests that the patient¿s device had malfunctioned and had migrated from the site of implantation. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered injuries, possible permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses.